Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing a rapid implantable neurostimulator (ins) battery depletion. The manufacturer's representative (rep) was requesting an estimate of longevity. Estimated longevity was performed, reviewed estimation is from implant date as it cannot perform from today: 3.5v/90pw/160hz. Therapy impedance: 593 ohms. C+1-2- elective replacement indicator (eri)-23.12 months and end of service (eos)- 2.18 years it was reported that the ins battery voltage is currently at 2.74v, and the rep further stated that at the beginning of programming ins voltage was 2.70v. Rep stated that tapping ins did not change the values, and this was done twice. Therapy impedance ¿ 589 ohms and ins battery: 2.74v. Impedances are within normal limits.